Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the customer support team reported that the user¿s ilet device became nonfunctional after it was dropped, resulting in a broken display and inability to input commands. The user switched to multiple daily injections to continue insulin therapy and blood glucose remained unaffected. A replacement device was sent.